Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed that as a result of microbiological testing at the request of (B)(4) regulations by the user facility, the sample collected from the pre-use device tested positive for coagulase-negative staphylococcus (3 cfu/endoscope). The user facility reported that this device was reprocessed according to the manufacturer specifications. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information by the user, the device had been manually reprocessed using peracetic acid. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.